Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issues. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the bronchovideoscope, image has a blackout during angulation adjustment. There were no reports of patient involvement.